Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine with concentration 25 mg/ml via an implantable pump for spinal pain. It was reported that the patient experienced an increase in pain symptoms, starting about 4 months ago. The date of the event was further described as (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The patient had their pump replaced on (B)(6) 2019 and at the time of replacement, the hcp was unable to aspirate from catheter access port (cap). It was then observed that the catheter was occluded at the spinal segment. At time of replacement the expected reservoir volume was 9.8 ml and the actual volume removed was 13 ml. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was noted that the cause of the event was undetermined. The pump and complete catheter were explanted and replaced. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. It was indicated that the hcp was notified that the product should be returned to the manufacturer. The explanted devices were however sent to pathology per account protocol and the hcp did not want return of either device. It was further noted that the hcp had discarded the pump and catheter. The pump administered morphine with concentration 25 mg/ml at a dose rate of 27 mg/day prior to replacement to 13 mg/day afterwards. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history was noted as having been requested but was unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.